Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when removing the plunger with the sutures attached, the knot was disarmed (knot not tied). Two additional proglide devices were used for successful suture placement using the preclose technique. A proglide was attempted to be placed in the left common femoral artery (lcfa) and the knot was found disarmed (knot not tied). Two proglide sutures were successfully placed in the lcfa using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported unraveled/unwound knot was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In the absence of a confirmed failure mode, a conclusive cause for the reported unraveled knot could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.